Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of device, on (B)(6) 2026. On (B)(6) 2026, the patient began experiencing pain in his stomach and all over his body, confusion, and sweatiness. The patient also reported he was craving sugar. The patient¿s cgm was reading 92 mg/dl while his bg meter was reading 45 mg/dl. The patient stated that his cgm readings were ¿erratic¿. The patient was wearing an omnipod insulin pump. 911 was called and when they arrived, the patient¿s cgm was reading 90 mg/dl while the bg meter was reading 50 mg/dl. Emergency medical services (ems) treated the patient with mountain dew soda and then the patient ate crackers and (2) granola bars. The patient recovered after treatment and was not taken to the emergency room (ER). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken when the patient was experiencing symptoms at home. The reported glucose values fall within the c zone of the parkes error grid was taken at the arrival of ems. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.